Event description:
It was reported that the device was being used during a lap gastric bypass. It was reported that the device "emitted a solid tone and just stopped working". There was no consequence to the patient.